Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was 226 mg/dl. The customer reported the alarm was resolved by a infusion set change. The customer would like to return the set and reservoir for analysis. The customer report the alarm occurred during manual prme.the customer was not able to troubleshoot at time of call. The customer unable to dertermine the casue of the issue.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 7 series insulin pump, performed a manual prime fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.